Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted the first two reloads were fully fired. The first reload had a damaged blade. The third reload was partially fired to the 4 cm line. The fourth reload had a full complement of staples. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The first two firings with the vascular/medium reloads were on vessels and the proximal transection on the descending colon. These two firings were complete. The third firing with the vascular/medium reload was used for the distal firing on thick rectal tissue. Tissue may have been too thick for the reload. The stapler was able to fire but the staple line was incomplete at the proximal end. In order to resolve the issue and complete the case, used another manufacturer's stapling device. This device also had an incomplete staple line with malformed staples. There was no patient harm. The patient status is alive, no injury.